Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report

Event description:
The patient's wife contacted lfs on his behalf alleging that his one touch ultra meter was reading inaccurately low. The senior medical affairs specialist spoke with the patient on (B)(6) 2004. The patient obtained a 19.1 mmol/l (344 mg/dl), while believing that it was 191 mg/dl. His wife administered 70 units of 75/25 insulin. He was described as experiencing chest pains during the time of concern. Patient takes glucophage and 70 units of 75/25 in the morning and evening. On (B)(6) 2004, the patient had obtained a 391 mg/dl on the reported meter, while experiencing chest and lower back pains. His wife and son had taken him to the hospital, where a result of 525 mg/dl was obtained on the ER meter. Patient's wife could not recall the time difference between his meter and the ER meter readings. He was admitted for 3 days and treated with insulin. He was released with a blood glucose level of 302 mg/dl. The customer service representative discovered that the reported meter was set to mmol/l, instead of mg/dl. The csr walked the patient's wife through resetting the meter to mg/dl. The patient's wife confirmed that she or her husband had not changed the unit of measurement. Patient's wife could not recall how many results may have been in the mmol/l setting or when the meter started reading in mmol/l. The smas walked the patient through a control solution test and the result fell within specifications. The patient did not allege harm. There is no indication that the patient experienced injury or medical intervention due to the meter. He chest and back pains, elevated blood glucose readings on the reported meter and the ER meter, and was treated accordingly. Based on the spontaneous change of the unit of measurement, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's meter was replaced.